Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2023, aortic regurgitation was confirmed by echocardiography, which was approximately 4 years after the valve was implanted. The exact area of the regurgitation has not been identified but was suspected to be occurring in the area from the right coronary cusp (rcc) and the non-coronary cusp (ncc). Structural valve deterioration was also confirmed. The decision was made to implant an unknown sized, unknown manufacturer transcatheter valve via valve-in-valve procedure. The patient status was unknown.

Manufacturer narrative:
An event of structural valve deterioration and central regurgitation was reported. Information from the field indicated that the valve had been implanted for 4 years. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The reported event of structural valve deterioration is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.